Event description:
The anchor c screw was found to be backing out post-op and required a revision surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: returned screw does not have any more the locking ring and the surface under the screw head has rubbed (no more color, batch # not visible). Functional inspection: screw is damaged. It is no longer functional. Device history review: not possible as the batch # is unknown for this device. Complaint history: this is the first confirmed failed unit for screw back out using this screw. Conclusion: 1 anchor c diam.3.5mm self drilling 8mm cat# 48335308 was reported having backed out less than 7 months after primary implantation. A revision surgery took place and the screw was returned, inspected. Locking ring is missing and the screw shows some rubbed areas. Screw batch is unknown. The event is confirmed based on provided x-rays. Neither surgery delay, nor adverse event has been reported during the revision surgery. The screw back out is believed to be the result of the primary condition of use.

Event description:
The anchor c screw was found to be backing out post-op and required a revision surgery.